Manufacturer narrative:
This event was previously reported to the FDA on a summary report. Due to new information being received, it is now being submitted on a 3500a. Post market vigilance (pmv) led an evaluation of one photo and one endo clip l 10mm pistol grip single use clip applier. The event report alleges the product was used in a surgical procedure. The instrument was received partially applied with five remaining clips. Two clips displaying a scissored formation and one properly formed clip were received in a small container. The visual inspection of the returned product noted the photo depicts what appear to be clips not formed properly. Visual inspection of the instrument noted no abnormalities. The instrument was applied to appropriate test media for functional evaluation. The instrument was found to cycle without binding. Clips advanced into the jaws, formed properly, and were held securely in place after full formation was achieved and the firing handle was released. In addition, when the cartridge was empty, the interlock engaged to prevent the jaws from approximating. A review of the device history record indicates the product was released meeting all medtronic quality release specifications at the time of manufacture. Replication of the scissored clip condition may occur if the jaws are twisted excessively or tissue is manipulated with the jaws when firing the instrument. Deflecting the jaws and/or shaft during firing may result in an improperly formed clip and possible bleeding and/or leakage. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, during a cholecystectomy procedure, the customer noticed that the product clips did not close properly and would not hold when applied to the cystic duct. All of the clips were removed from the tissue and a new device was used in order to complete the case. There was no patient injury involved.